Event description:
It was reported that after this right ventricular (rv) lead was implanted and the procedure was completed, the patient was sent back to the or shortly thereafter. An electrocardiogram was performed, which showed poor pacing parameters. The rv lead was not pacing the ventricle, and the impedances were more than 2000 ohms, suggesting that the lead was dislodged. Surgical intervention was performed to reposition the lead. The intravascular injury current was stable during the intraoperative adherence test. Next, when attempting to extend the helix mechanism, 25 rotations were performed, but the helix would not fully extend. The physician loosened the torque wrench to release the excess torque, and the helix extended 3/4 of the way. Device sensing, thresholds, and impedances were all ideal. The physician sutured the lead. Postoperative programming found that the lead impedances were more than 2000 ohms, and the pacing was still poor. It was suspected that due to the number of rotations to extend the helix mechanism, caused damage to the lead, which compromised pacing. Subsequently, surgical intervention was performed again. This time the helix mechanism could not be retracted. The lead was replaced with a new one, and tested in vitro. Helix extension was normal with the new lead. Intraoperative testing showed that all parameters were normal, and the procedure was completed. No additional adverse patient effects were reported. This lead is not expected for return as it was discarded at the hospital.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that after this right ventricular (rv) lead was implanted, and the procedure was completed, the patient was sent back to the or shortly thereafter. An electrocardiogram was performed which showed poor pacing parameters. The rv lead was not pacing the ventricle, and the impedances were more than 2000 ohms, suggesting that the lead was dislodged. Surgical intervention was performed to reposition the lead. The intravascular injury current was stable during the intraoperative adherence test. Next, when attempting to extend the helix mechanism, 25 rotations were performed, but the helix would not fully extend. The physician loosened the torque wrench to release the excess torque, and the helix extended 3/4 of the way. Device sensing, thresholds, and impedances were all ideal, therefore, the physician sutured the lead, and the procedure was completed. Postoperative programming found that the lead impedances were still more than 2000 ohms, and the pacing was still poor. It was suspected that due to the number of rotations to extend the helix mechanism, caused damage to the lead, which compromised pacing. Subsequently, reintervention took place again, and this time the helix mechanism could not be retracted. The lead was replaced with a new one and tested in vitro. The helix extension was normal with the new lead. Intraoperative testing showed that all parameters were normal, and the procedure was completed. No additional adverse patient effects were reported. This lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/body fluid was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil was fractured. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations. The dislodgment allegation could not be confirmed by product analysis.